Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence of incontinence, painful sexual intercourse, infections, chronic abdominal pain, and pain when sitting on hard surfaces. No further information has been provided.